Event description:
During a follow-up in clinic, the device was unable to be interrogated. When a magnet was placed over the device, no pacing was available. The device was explanted and replaced. The patient was stable.

Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states. The device was explanted and had reported failure to interrogate and no pacing. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported events of no pacing and failure to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.